Manufacturer narrative:
Lot 8476382 belongs to the assembly part 394.mab.56319, part: 394.mab.56319, lot: 8476382, manufacturing site: (B)(4), release to warehouse date: october 28, 2013, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the small distract was returned and received. Upon visual inspection, it was observed that the device was missing one bolt component and the threads were observed to be stripped. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: a functional test cannot be performed on the device as the device was missing components. Service and repair evaluation: the customer reported the wheel would not turn with finger effort. Surgeon used a k-wire to turn the wheel with much effort. The repair technician reported the thread is damaged and bolt is missing. Threads stripped/damaged is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: there was conclusive evidence that the returned device was missing components, so the dimensional inspection was not performed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Investigation conclusion: the complaint condition was confirmed for the small distract. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device incorrectly assembled during the sterilization process as the bolt component can be disassembled easily from the distractor. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a radial shortening procedure. The small distractor's wheel would not turn with finger effort. Surgeon used a k-wire to turn the wheel with much effort. The procedure was completed successfully with surgical delay. This report is for a small distractor. This is report 1 of 1 for (B)(4).